Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer (individual 1) reported 10 false positive results on behalf of herself and individual 2. It was determined that the 10th potential false positive event was in agreement with a sars-cov-2 pcr test taken the following day, therefore, that event is not reportable. This MDR will document 1 false positive event; see related cases for remaining 8 false positive events. Individual 1 received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use (cartridge lot 22078f, cartridge serial number (B)(4), and cue reader serial number (B)(4). The individual was asymptomatic and tested negative with an unspecified covid-19 antigen test and pcr test; date and test manufacturer are unknown. Cartridges were stored according to instructions for use.